Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and the atrial pacing capture threshold was elevated. The analyst noted that the atrial capture threshold has been high at >2.5v since (B)(4) 2014, and on (B)(4) 2015, the atrial lead impedance measured >3000 ohms. Afterwards, the impedance trend returned to baseline and was steady at 950 ohms. Concomitant medical products: 694265 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and a lead revision was attempted, but not successful due to superior vena cava (svc) occlusion. Later, a lead integrity alert (lia) was triggered due to high impedance and the thresholds continued to be high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was extracted using laser lead extraction and a new lead was implanted. No patient complications have been reported as a result of this event.